Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported the patient had a new lead and a new ins implanted in 2016 because the simulation was not working in one area and then ¿the whole system failed¿. Patient services (pss) asked for clarification, patient stated the stimulator was not helping her at all and she could only feel a little stimulation at all. After the new lead and ins were implanted, patient noted it worked 10 times better. It was noted the revision had occurred. It was documented date of revision or planned date of revision if known was 2016. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014 explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported initially one area stopped working and the wire was replaced, then approximately 2 months later the entire system quit working so it was removed and completely replaced. It was reported that the current device is working much better than the previous one ever did. No further complications reported/anticipated.